Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument and performed a device evaluation. Failure analysis investigations confirmed the customer reported complaint "free screw of the instrument." The instrument was found to have an improperly swaged pin that became dislodged from the clevis. No pieces were missing. A review of the instrument log for the prograsp forceps instrument (420093-14/n10190205) associated with this event has been performed. Per the logs, the instrument was last used on 18-july-2020. A system log review was conducted, which resulted in the following findings: the instrument was last used on 18-july-2019 in a prostatectomy-radical procedure on system sh0880. A review of the site's complaint history shows no additional complaints related to this product and/or this event. No image or video was provided by the site for review. This complaint is being reported because the instrument grip pin was missing or sticking with no evidence or claim of user mishandling/misuse. Although there was no reported in jury, if this failure were to recur it could cause or contribute to an adverse event. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the prograsp forceps instrument had a free screw. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.